Event description:
Philips identified a software defect in iscv (intellispace cardiovascular) wherein the iscv (intellispace cardiovascular) was failing to re-create studymetadata.zip even after selecting on worklist applet. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint. Based on the new information that philips became aware, this has been determined to be a reportable malfunction. Under specific circumstances, it could potentially lead to delayed diagnosis. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, it is determined that this constitutes a reportable malfunction.